Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the atrial channel. In clinic testing noted measurements between 650-750 ohms. Additionally, there are atrial tachycardia response (atr) events that demonstrate noise consistent with an interaction with the minute ventilation (mv) feature. No adverse patient effects were reported.